Manufacturer narrative:
This event was originally reported under MFR report #3015967359-2024-00677. This report is being filed due to the reported medical intervention.

Event description:
The user facility reported that the incident occurred during the procedure when the trocar was introduced into the patient's pedicle. When he tried to remove the trocar, it broke at bone level but was able to be extracted by the doctor. It should be noted that the procedure was successfully completed, without any adverse consequences. There was a 60 minute delay in the procedure due to the break.